Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned orthomatch tibia alignment trans tube indicated that a portion of the tube fractured off. A portion of the broken piece was returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated no clinically relevant patient documentation was provided; however, it was reported that the procedure was completed with an im technique using a device from a second set with only a 5 minute delay. No patient harm/injury was reported, therefore, no further medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery when tightening the tibial alignment assembly, the plastic rod broke, subsequently, the surgeon had to switched to an intra-modulary technique to complete the procedure.